Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the laser cut filter was cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the laser cut filter. In addition, our technician confirmed that the control body fluid damage, the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the light guide cable buckled, the insertion flexible tube leak, and the ethylene oxide gas valve (eog) loose; however, these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.